Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 3 states, "intraoperative bone perforation or fracture may occur, particularly in the presence of poor bone stock caused by osteoporosis, bone defects from previous surgery, bone resorption, or while inserting the device." This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. This report is number 1 of 5 mdrs filed for the same event (reference 1825034-2015-05166 / 05167 / 05169 / 05170 / 05171).

Event description:
It was reported that patient underwent a right total hip arthroplasty on (B)(6) 2008. During the procedure, the patient's calcar fractured upon insertion of the stem, which required the removal of the inserted stem. A cerclage wire was utilized to close the fracture and a new femoral stem was implanted successfully. Subsequently, patient underwent a revision procedure on (B)(6) 2014 due to allegations of pain, swelling, leg length discrepancy, malpositioned acetabular component, loose femoral component, and elevated metal ion levels in conjunction with a soft tissue mass. During the revision, it was discovered that the acetabular cup was retroverted and well fixed. Possible fretting at the trunnion/head junction, stem subsidence, pseudotumor, soft tissue mass and fractured cement were also noted. All components were removed and replaced to complete the procedure. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.